Event description:
It was reported that the subject device coupler was loose. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The operation of the scope mount was heavy. A definitive root cause cannot be identified. A device history record review was conducted for the current product, and no problems were found. This issue is addressed in the instructions for use (IFU): handling and general precautions. Caution: do not apply impact to the camera head. There is a possibility of damage. Olympus will continue to monitor the field performance of this device.